Event description:
Patient was a male infant with history of tetralogy of fallot, partial anomolous pulmonary venous return, hypoplastic left ventricle and tricuspid valve. Patient was status post bi-directional glenn procedure, pulmonary artery ventricular septectomy, pulmonary valve commissurotomy and patch closure of tricuspid valve. Patient in need of central venous access. When preparing for placement of the 2.7 broviac catheter, the first one split open when it was flushed. The second broviac catheter with the same item and lot number also split when flushed. A third broviac catheter with a different lot number performed appropriately and was placed in the patient's pulmonary vein. Unfortunately, the catheters were not saved. The patient ultimately expired due to her complex heart disease on (B)(6) 2013.